Manufacturer narrative:
The device has not been returned for analysis. Sufficient objective evidence is not available to confirm the reported observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedances of greater than 2,000 ohms. A different lead was implanted. There were no adverse patient effects. The lead is expected to be returned for analysis.